Event description:
The device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell and red particles in the shell. A visual and microscopic analysis was performed which identified: sharp opening and missing shell (0-25%). A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp pattern on posterior of broken device assessed as an unidentified (tear) opening. -missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii it is unknown if the device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii for right side. Status of the device is unknown.